Manufacturer narrative:
The reported allegation of "fluid leaking" was not confirmed by the manufacturing plant. During the plant investigation a scale reading error warning was encountered. The failure was caused by right front corner of the heater tray touching the cycler cabinet. During setup, "heater bag not detected¿ was encountered. The ¿ok¿ button was selected the alarm reoccurred three consecutive times before the treatment was canceled. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter were detached from the cycler and replaced. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks in the test cassette during the test treatment. The cause of the observed dried fluid and fluid could not be determined. The simulated treatment was performed and failed with several scale reading failures; the failure was caused by right front corner of the heater tray touching the cycler cabinet. Passed mushroom head check. Test positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported observing a fluid leak from inside the cycler pump door during treatment. The patient experienced a remove heater bag from heater tray alarm prior to observing the leak. Additional information was solicited.